Event description:
It was reported that burr was stuck on guidewire. A 1.25mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the drill bit, rotapro burr, no longer rotated and could not be detached from the wire. The procedure was completed with an alternative method and no patient complications reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Manufacturer narrative:
(B)(6) device evaluated by manufacturer: the returned product consisted of the rotapro atherectomy system. The burr catheter was returned attached to the advancer. Visual inspection of the device did not identify any damages or defects. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted and removed from the device with no resistance or issues. The rotapro system was connected to the rotapro console control system. When the ablation button was pushed, the advancer did not get any speed, and a stall error was displayed on the console. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected. Inspection of the device after destructive testing found that the ultem was melted. Product analysis confirmed the reported stall, as the ultem was melted, causing the advancer to stall during analysis.

Event description:
It was reported that burr was stuck on guidewire. A 1.25mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the drill bit, rotapro burr, no longer rotated and could not be detached from the wire. The procedure was completed with an alternative method and no patient complications reported. It was further reported that the procedural target speed and actual speed was the normal certificate of 170, but after that a stall occurred and nothing worked anymore. The rotawire and rotapro burr were removed as one unit.